Manufacturer narrative:
The medical device remains implanted and were therefore not available for return and evaluation. Analysis of data provided by user/third party ¿ imaging was provided from the treating facility for consideration. A review of manufacturing records verified that the lot involved in this event met all pre-release specifications. Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available images provided for review. Gore cannot guarantee the images provided are accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. One time-point available for evaluation: post-implantation cta dated (B)(6) 2022. There appears to be missing slice images at multiple locations throughout the submitted study. The spacing between the cta slices appears to be random. (~4mm ¿ 10mm+). Maximum rci diameter appears to be 29.3mm, with available imaging. Cannot confirm disease progression or increased diameters with one time-point. Cannot confirm an endoleak with available images. There appears to be thrombus within the limb extending into the lci. The component that extends into the left internal iliac artery appears to be occluded. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU) warnings and precautions: stent-graft patency should be evaluated and monitored during follow-up. If reduced blood flow through any device or occlusion of a device is observed, a secondary intervention or surgical procedure may be required to re-establish flow if clinically necessary.

Event description:
On (B)(6) 2016 the patient underwent evar for an abdominal aortic aneurysm (aaa) in which the patient was implanted with a gore® excluder® aaa endoprosthesis trunk ipsilateral leg component that was extended with a gore® excluder® iliac branch endoprosthesis on the left and with a gore® excluder® aaa contralateral leg endoprosthesis on the right side of the patient. Imaging (CT) was taken at one month and at one year. It was identified at the one year follow up that the left internal iliac artery was occluded. A reintervention down the right side of the patient was planned and carried out on (B)(6) 2022 (outlined in an alternate report) but no intervention down the left side was performed. As reported, the patient was asymptomatic. Ongoing disease progression was indicated as the cause. Imaging shared with gore confirmed the following: thrombus was observed in the limb extending into the left common iliac artery and the component that extends into the left internal iliac artery appeared to be occluded. Thrombus and ongoing disease progression were indicated as causes for the observed occlusion.

Manufacturer narrative:
G3/g4: added PMA/ 510(k) number. H6: updated investigation conclusion to include only code 50.